Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell, landing near the implant site. The right ventricular (rv) lead was noted to be undersensing during very rapid ventricular rate. The lead remains in use. No further patient complications have been reported as a result of this event.